Manufacturer narrative:
The threads were most likely damaged during placement with the implant driver, which include a pilot tip that engages the implants internal threads for stability. Off-axis force could cause this type of damage, which may occur if the clinician attempts to redirect the implant or when there is limited intra-oral space, such as posterior locations where tilobemaxx implants are used.

Event description:
Stripped implant.